Manufacturer narrative:
Evaluation: results visual inspection of the returned product showed that the lens was torn into pieces and both haptics were torn off and missing. There is a clear surgical on the lens. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and a haptic got stuck in the cartridge. There was pt contact but no injury.